Manufacturer narrative:
(B)(4). Igtcfs-65-2-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.0 mm. There was no ivc anatomic anomaly in the ivc prior to filter placement. There was evidence of thrombus in the ivc prior to filter placement which was not treated. Using the right common femoral vein as the access site, a celect filter (lot # e3322161) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 = 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 13.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 12.6 degrees. On (B)(6) 2016 12-month CT (363 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect-pt. Summary of investigational findings; investigation is based on event description and review of provided imaging. Based on the provided information, the root cause of the reported grade 2 filter leg interaction with ivc wall is not possible to determine. Imaging review confirms tenting of the ivc wall by the right lateral most primary filter leg. No evidence of perforation. Filter was deployed via a common femoral venous approach with 12 deg of initial tilt (tenting resulted from this tilt). Due to the tilt, the ivc filter hook appears to abut the left lateral wall of the ivc. Based on the provided information, the root cause for the reported event is not possible to determine. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.0 mm. There was no ivc anatomic anomaly in the ivc prior to filter placement. There was evidence of thrombus in the ivc prior to filter placement which was not treated. Using the right common femoral vein as the access site, a celect® filter (lot # e3322161) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 = 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 13.9 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 12.6 degrees. On (B)(6) 2016, 12-month CT (363 days post-procedure): site: grade 2 filter leg interaction with ivc wall. Patient outcome: the patient remains in the clinical study and no device related adverse events have been reported.